Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the pacemaker was in backup vvi. On (B)(6) the patient presented in clinic and a firmware download was performed. The download failed the first time but was successful after loading it from an external drive. It was noted that the patient experienced dizziness that may have been caused by the backup vvi pacing. Patient was stable after the device was restored.